Manufacturer narrative:
Method: mfg records for pulse generator were reviewed. Results: review of mfg records for pulse generator confirmed sterilization prior to dist. Conclusion: vns therapy labeling lists infection as a potential adverse event associated with surgery.

Event description:
Rptr indicated that pt developed an infection at her generator site following her vns therapy implant procedure. Pt was subsequently admitted to the hosp for 6 days where she was administered intravenous antibiotics. She was then released from the hosp and continued intervenous antibiotics at her home for a period of 4 days. It was further reported that following the treatment with antibiotics, the pt's infection cleared.